Event description:
It was reported that a lap-band port was explanted due to a suspected leak.

Manufacturer narrative:
Taper unknown. (B) (4). The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Visual examination may determine the connector type associated with this report. Allergan has received the product; however, the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."